Event description:
Customer reported that nurse at bed space 3 reported that the monitor screen had gone blank after returning from getting an item from the store beside her. The nurse noted that the monitor was off and none of the three lights on the monitor were lit, she then proceeded to reboot monitor and normal function returned. Nurse reported incident to technician to investigate further. All cables/connections check by technician and no fault found at monitor. The central station was then access by technician to obtain all data/information reference to bedspace 3. A loss of data was visible between 12:39:33s - 12:43:17a which coincides no technical alarms/fault codes activated at that time. No further episodes have been noted. No patient was dead or injured. Beneview t8 is not marketed in the USA, but we have similar patient monitor marketed in the united states.

Manufacturer narrative:
Mindray has analyzed the logfiles of the device and detected there's a power off phenomenon existed at the time which customer reported, and this triggered related "offline" alarm of mindray central station. The distributor norso has sent service engineer to perform on-site investigation as mindray required. The device and its batteries were inspected, the inspection results showed they works properly and meets product specification, service engineer confirmed with customer that there has been no issue at the hospital before this incident and there has been no further issue after then. The issue phenomenon only happened once in the hospital. We have reviewed the customer complaint record as well as the r&d bug list, there's no similar issue of the reported problem. We have also performed an engineering analysis, but were still unable to get the root cause of the reported problem. Mindray has distributed more than 36000pcs beneview t8 monitors to the market, we believed the reported problem was an isolated case and will keep monitoring it in the field.